Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 36 months ago. Aneurysm and vessel morphology were not reported. The following was reported by the pt stating that they had had a very traumatic fall because of a loose railing at a hotel. The pt broke three bones in her pelvis and was having symptoms of a possible graft leak, but attributed them to pain from the fall. On a f/u exam, it was discovered that the graft had moved, according to the pt's physician. Approx 48 months post initial implant, the pt had a third section added to the graft. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (migration), (pt's fall). Conclusions: (pt's fall).